Event description:
The reporter stated the surgeon inserted an (B)(4) silicone three piece lens and the haptic was noted to be broken off. The lens was removed with no patient injury and the backup lens was implanted. Sutures were required. The reporter stated the event was due to a tech issue and was a loading error. The reporter stated they resolved the problem.

Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide). Patient: (B)(4) - surgical procedure, incision sutured. Device: (B)(4) - haptic(s), broken. Evaluation: results: visual inspection of the returned product found a large piece of the lens optic and both haptics torn off and missing. Only a small piece of the lens optic was returned. There was evidence of clear surgical residue. (B)(4).